Event description:
As originally reported by distributor; a pt was found in distress by a family member while on ventilator. A caregiver called 911 and the pt was admitted to hosp and later passed away. It remains unk whether the pt passed away due to his illness or the ventilator. We tried to contact the homecare co but never rec'd f/u info. According to the report, it did not indicate that the ventilator malfunctioned. The ventilator was returned for eval.